Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed that the width plates were damaged, the motor was corroded and the head and control bar were nicked. It was also determined that the air hose had a leak. A review of the MFR's svc records revealed that this device has not been returned to the MFR for maintenance since 1998. It is documented in the instruction manual included with the device that the device should be returned to the MFR every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.

Event description:
It was reported that the air dermatome was taking uneven grafts. There was no report of injury or adverse pt consequences associated with this incident.